Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils, a non-penumbra microcatheter and a non-penumbra catheter. During the procedure, the physician placed a ruby coil in the target vessel using the microcatheter. While advancing the next ruby coil into the microcatheter, the physician experienced resistance but, the physician continued to advance the ruby coil further into the microcatheter. Subsequently, the physician continued to experience resistance. While moving the pusher assembly of the ruby coil, the physician noticed that the ruby coil did not respond. Subsequently, it was noticed that the ruby coil had unintentionally detached. Therefore, the physician successfully flushed the detached ruby coil into the target vessel using a syringe. The procedure was completed using two additional ruby coils and the same microcatheter. There was no report of an adverse effect to this patient.